Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that equipment does not turn on. Review of the log files shows power issues, most likely cause is in power hardware. Upon troubleshooting fse found a failure in the power distribution unit (pdu) fan tray and direct current power supply (dcps) board. To resolve the issue, fse replaced pdu fan tray and dcps board. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.